Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-05-12. H6: investigation summary: a device history review was conducted for lot number 0198249 . Our records show that this is the only instance of foreign material occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was subjected to composition testing. With the results, our engineers were able to positively identify the foreign material as polystyrene. Polystyrene is used in the manufacture of this device, and it is possible for excess polystyrene to come in to the manufacturing facility on the raw materials used to produce the insytea. Currently there are inspection procedures in place to monitor and remove any excess polystyrene. To prevent a reoccurrence of this issue we have retrained our inspection teams. H3 other text : see h10.

Event description:
It was reported that insyte-a bl 22ga x 1.16in had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-a bl 22ga x 1.16in had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.